Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# (B)(4), awareness date 09-oct-2015). It which refers to a female patient of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in 2007. The consumer reported the procedure itself was painful but she made it through. She had lots of cramping and bleeding for the first weeks but again she made it through. She noticed some change within herself right away like pain in joints and back. She stated this was continuous and at time of the report it had not stopped. In 2013, she had an MRI done and had osteoporosis at the age of (B)(6), she stated her bones were reiterating. In 2013, she also started having painful intercourse and her stomach would be huge like she was (B)(6) pregnant and she became concerned, she was miserable. She dealt with the pain and bloating for six months but the bloating became an everyday thing, so sick her skin would crawl and felt as if something was living in her. She was so nauseated and so fatigue she could barely make it through the day. She had been to doctors and had intestinal problems. She was becoming frustrated and could not figure out why she was so sick, rls (understood as restless leg syndrome) set in. She had headaches and severe joint and bloating pain. She was also having severe urinary incontinence and was embarrassed to leave her home. She did not have a normal life. She also reported cramps, painful sex and peeing herself all the time. Ptc investigation result was received on 22-nov-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Follow up information received on 19-jan-2016 from consumer via health authority (case # (B)(4)): case upgraded to incident. The consumer reported she had essure implanted in late 2007 (discrepant information provided in the structured field of source document: essure implanted on (B)(6) 2007). The procedure was painful but she lived through it; she began to notice some changes but again she dealt with it and it seemed to not be overly serious. The major problem began when she noticed lots of bloating, abdomen, joint pain, painful period and intercourse as well as orgasms. On (B)(6) 2015, essure was removed. She was hospitalized, on an unspecified date, due to infection from the surgery to remove essure. She mentioned the prescribed medications: percocet, muscle relaxers, antibiotics, ibuprofen 600, and reglan. The medications were: (B)(4) and gas-x. The consumer also mentioned the event outcome as disability/permanent damage but did not specify for one of the events. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she experienced abdomen pain, bleeding (seen as genital bleeding), both considered serious events and listed in essure reference safety information. Essure was removed and she was hospitalized due to infection from surgery due to removal of essure, which was considered serious and listed. After essure's insertion abnormal genital bleeding, menses pattern changes and abdominal pain may occur. Considering the events nature and the compatible temporal relationship the causality cannot be excluded. This case was upgraded to incident since device removal was required and due to hospitalization. An updated product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up 15-feb-2016: ptc investigation results were updated. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later assessment time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she experienced abdomen pain, bleeding (seen as genital bleeding), both considered serious events and listed in essure reference safety information. Essure was removed and she was hospitalized due to infection from surgery due to removal of essure, which was considered serious and listed. After essure's insertion abnormal genital bleeding, menses pattern changes and abdominal pain may occur. Considering the events nature and the compatible temporal relationship the causality cannot be excluded. This case was upgraded to incident since device removal was required and due to hospitalization. Based on the available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up received on 15-mar-2016: follow-up attempts were done with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she experienced abdomen pain, bleeding (seen as genital bleeding), both considered serious events and listed in essure reference safety information. Essure was removed and she was hospitalized due to infection from surgery due to removal of essure, which was considered serious and listed. After essure's insertion abnormal genital bleeding, menses pattern changes and abdominal pain may occur. Considering the events nature and the compatible temporal relationship the causality cannot be excluded. This case was upgraded to incident since device removal was required and due to hospitalization. Based on the available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on 09-oct-2015. The most recent information was received on 13-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdomen pain"), post procedural infection ("infection from surgery due to removal of essure") and genital haemorrhage ("bleeding") in a (B)(6) year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included dimeticone, activated (gas-x), ibuprofen, metoclopramide (reglan), oxycocet (percocet) and paracetamol (tylenol). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced procedural pain ("procedure was painful"). In 2013, the patient experienced dyspareunia ("painful intercourse") and abdominal distension ("bloating, stomach would be huge like I'm 8 months pregnant"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria disability and intervention required), post procedural infection (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain lower ("lots of cramping"), arthralgia ("pain in joints"), back pain ("pain in back"), osteoporosis ("osteoporosis, my bones are deaerating"), formication ("my skin would crawl and felt as if something was living in me"), nausea ("nauseated"), fatigue ("fatigue"), headache ("headaches"), urinary incontinence ("severe urinary incontinence"), gastrointestinal disorder ("intestinal problems"), restless legs syndrome ("rls"), the second episode of abdominal pain lower ("cramps"), dysmenorrhoea ("painful periods") and orgasm abnormal ("painful orgasms"). The patient was treated with surgery (removal of essure implant) and surgery. Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, post procedural infection, osteoporosis, dyspareunia, abdominal distension, formication, nausea, fatigue, headache, urinary incontinence, gastrointestinal disorder, restless legs syndrome, the last episode of abdominal pain lower, dysmenorrhoea and orgasm abnormal outcome was unknown, the genital haemorrhage and procedural pain had resolved and the arthralgia and back pain had not resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, formication, gastrointestinal disorder, genital haemorrhage, headache, nausea, orgasm abnormal, osteoporosis, pelvic pain, post procedural infection, procedural pain, restless legs syndrome, urinary incontinence, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure (ess205). The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events¿ into the reporter causality comments. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later assessment time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect the reported medical events are not indicative of a quality deficit per se. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-nov-2017: summons received- case become potentially legal, reporter added, start date and stop date was updated, event pain was added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.